Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was determined that the hole in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the cause of the device not securing lock cutter was due broken driveshaft which was caused by excessive force used during use. It was determined that the cause of the device not securing the attachment device was due to damaged locking component from the device being (power broken). It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the drill bit device was not locking in to the motor device. During in-house engineering evaluation, it was determined that the device had a hole in the hose, ran in safety and would not secure/lock attachment device and cutter device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.